Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported device information for the ptm (model and serial number) was unknown. It was indicated the patient may have missed the original refill date. Regarding the cause of the empty pump, it was reported the empty pump was due to a missed refill date due to the patient going by the incorrect refill date on their ptm. The date of the planned replacement surgery was unknown. It was indicated the information provided had been confirmed by the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pump ran dry in february and the patient didn¿t know it. The patient heard the sound/alarm but thought it was one of their grandson¿s toys. The patient had also had a back surgery and was on a lot of medicine at that time. They had the patient on morphine pills on top of that because of the extensive surgery and could take the pills. The patient¿s pump had been refilled since then. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated regarding the cause of the incorrect refill date on the personal therapy manager (ptm), the refill date nor medication was not updated contrary to what the tablet said. It was noted the ptm was unpaired until the next refill date. It was not clear as to whether the patient had another ptm that was not disclosed when asked. It was not known if any further actions were taken with the pump and it was still in use. Regarding the device being returned it was noted ¿it could be at the time of replacement.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving morphine (10mg/ml at 3.99mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient¿s pump had been alarming. The rep interrogated the pump and found that the pump volume was 0. The hcp would interrogate the pump tomorrow (relative to (B)(6) 2020) and set up for replacement. It was reported that the patient had been using their personal therapy manager (ptm) to monitor their refill date but it did not correlate with their actual refill date. The patient had been going through withdrawals since thursday (B)(6) 2020). The issue was not resolved. No further complications were reported.